Manufacturer narrative:
The lot number for both malfunctions were provided and a lot history review was performed. The devices for both malfunctions and a image for one malfunction has been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced failure to expand. This information was received from various sources. Both malfunctions involved patients with no patient consequences. One patient is (B)(6) year female, weight was not provided. Another male patient is (B)(6) lbs and age was not provided.

Manufacturer narrative:
H10: the lot number for both malfunctions were provided and a lot history review was performed. The devices for both malfunctions and an image for one malfunction has been returned to the manufacturer for evaluation. Both of the device evaluations, and an image review, idenfied failure to expand. Based upon the available information, a definitive root cause is unknown. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced failure to expand. This information was received from various sources. Both malfunctions involved patients with no patient consequences. One patient is 68 year female, weight was not provided. Another male patient is 188 lbs and age was not provided.